Event description:
It was reported that the patient presented to the hospital with low flow alarms on 09feb2024. While at the hospital, the patient had a transient pump off event and the patient became unconscious for a short time. A chest x-ray and blood work were performed, and log files were reviewed. It was suspected that driveline had an electrical issue from short to shield as confirmed with multiple pump stop events. The patient underwent a pump exchange on (B)(6) 2024. The patient was recovering in the intensive care unit (ICU).

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline wire damage was confirmed in the evaluation of (B)(6). (B)(6) was returned assembled with the driveline severed approximately 9.5¿ from the pump housing. The severed distal end portion, measuring approximately 27.5¿ in length, was also returned. Tape was covering a majority of the length of the distal end of driveline, covering multiple holes in the outer jacket. The sealed inflow cannula (inlet tube, flex section, inlet elbow) and the sealed outflow graft and bend relief were not returned. The outlet elbow was attached to the pump¿s outlet port. Upon disassembly of the returned device, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The returned portions of driveline were tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-shield shorts were induced during testing. Microscopic inspection of the underlying wires of the returned portions of driveline revealed a breach in the insulation of the yellow wire, 3¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed additional breaches in both the insulation of the green wire approximately 8¿ from the pump housing and the insulation of the brown wire approximately 9¿ from the pump housing. The test did not reveal any additional areas of current leakage aside from the one previously noted. If the exposed conductors of the breached wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable, the resulting short-to-ground could have resulted in low speed and pump stoppage events observed in the submitted log files. The relevant sections of the device history records for (B)(6), and driveline serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.